Event description:
A facility administrator (fa) reported that the combiset transducer protectors are leaking and causing alarms even though they are tightened. They are replaced and issue resolves. In a follow up, a biomedical technician (bmt) stated the issue has been occurring mid treatment with multiple 2008t machines and fresenius dialyzers involved. The bmt confirmed that the transducer protector allows air in the system and the entire chamber has blood seeping into the seam. The 2008t machines alarm appropriately when the backups occur. The bmt stated that the 2008t machines tested successfully and believes the 2008t machines operated as intended. The bmt confirmed there were no issues during priming and no changes or disruptions in pressure. There were no external leaks visually observed. The combi set did not have any loose connections, damage, or defects found. In another follow up, a nurse indicated that the patient's blood was returned successfully. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported events. The patient completed treatments after being re-setup with new supplies from different lot numbers on different machines. There are no samples to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.